Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. Reportedly, a venous closure of a right common femoral vein was attempted using a proglide device with an 8.5f sheath. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU violation contributed to the reported difficulty. The patient effect of unspecified tissue injury (vascular injury) is listed in the IFU as a potential adverse event of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an venous closure of a right common femoral vein was attempted using a proglide device with an 8.5f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, during the attempt to advance the suture knot, the knot was noted to be locked right at the skin level. The suture trimmer was put in place to advance the knot; however, the knot failed to advance. The suture was cut with a scalpel. When the suture was removed from the anatomy a piece of the vessel was noted attached to the suture. No treatment was required for the vessel damage. Manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Preventative medication, epilido, was given to the patient in case the patient was having pain. Patient did not complain of pain. No additional information was provided.